Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery, battery/(B)(4)/model #: 1650de/expiration date: 2018-07-31, (B)(4), mfg date: 2017-07-31, (B)(4). Heartware ventricular assist system - battery, battery/(B)(4)/model #: 1650- /expiration date: 2017-08-31, (B)(4), mfg date: 2016-08-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted multiple critical battery alarms while connected to fully charged batteries. The critical battery alarms were isolated to port one of the controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing beeping and potential switching from power port 2 on the controller and performed a controller exchange outside of the clinic on (B)(6) 2018. The beeping resolved after the controller exchange.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, b5, h7. H9, h10. Product event summary: one controller and one battery were returned for evaluation. One battery was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual examination and functional testing. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around power port one and two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm log files revealed several critical battery alarms due to communication errors involving (B)(6). Analysis of data log files revealed several premature power switching events due to momentary disconnections. Momentary disconnections will result in audible tone or "beep". Data log files also revealed relative state of charges (rsoc) between 101-201 involving (B)(6), which are indicative of communication errors. As a result, the reported critical battery alarms, premature power switching, beeping events, and communication errors were confirmed. The most likely root cause of reported critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported power switching and beeps can be attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. An internal investigation was completed to investigate momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited communication errors.

Manufacturer narrative:
(B)(4), expiration date: 2018-07-31, UDI#: (B)(4), return date: 2018-06-14, mfg date: 2018-07-31, (B)(4). The returned battery ((B)(4)) passed visual inspection and functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned controller (B)(4) passed functional testing but failed visual inspection. The visual inspection identified a hairline crack on port 1 housing connector. See picture (B)(4) regarding mpxr report (B)(4), analysis of alarm log files revealed seven (7) critical battery alarms due to communication errors involving (B)(4). Regarding mpxr report (B)(4), analysis of data log files revealed several premature power switching events due to momentary disconnections. Momentary disconnections will result in audible tone. As a result, the reported critical battery alarm, power switching and beeps events were confirmed. Other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4). / model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4). D10: no h4: mfg date: 2017-07-31 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 product event summary: the returned battery (B)(4) passed visual inspection and functional testing. Analysis of alarm log files revealed five (5) critical battery alarms due to communication error involving (B)(4) in the analyzed period. As a result, the reported critical battery alarm event was confirmed. D1: heartware ventricular assist system - battery d4: battery / (B)(4) / model #: 1650- / expiration date: 2017-08-31 UDI #: (B)(4). D10: no h4: mfg date: 2016-08-31 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (B)(6) and one battery (B)(6) were returned for evaluation. One battery (B)(6) was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery (B)(6) revealed that the unit passed visual examination and functional testing. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around power port one (1) and two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. The root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm log files revealed several critical battery alarms due to communication errors involving (B)(6). Analysis of data log files revealed several premature power switching events due to momentary disconnections. Momentary disconnection will result in audible tone. As a result, the reported critical battery alarm, premature power switching, and beeping events were confirmed. The most likely root cause of reported critical battery alarm can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported power switching and beeps can be attributed to momentary disconnections between the controller and batteries. Other devices: battery ¿ (B)(6). D4 expiration date: 2018-07-31 UDI#: (B)(6). D10: yes, return date: 2018-06-14 h3: yes h4: mfg date: 2018-07-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery ¿ (B)(6). D4: expiration date: 2017-08-31 UDI #: (B)(6). D10: no h3: yes h4: mfg date: 2016-08-31 h6 FDA patient code(s): c76143 h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.